Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7078570/7078562. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 29451588.

Event description:
It was reported that patient was not able to get enough pain relief despite of multiple reprogramming. The patient underwent a spinal cord stimulator (scs) explant procedure where all devices were removed. The explanted device will not be return as it was not released by the facility.